Event description:
Information was received from a patient regarding an external device. The reason for call was patient stated they just got a new controller and the recharger. Patient stated every time they connect the controller to the implanted neurostimulator, the controller will not open up for them. Controller unable to find INS without the recharger plugged in Patient mentioned that they were walking today and the stimulation kept buzzing them and it was not comfortable. Patient was at work and they did not have the recharger with them, so they kind of buzzed all day long. Patient said that if they had to move their body in a different position or stand up and walk, it was so uncomfortable and one time it sent a shock that hurt through them and they were kind of scared so they decided to call Medtronic when they got home. A request was sent to the repair department to replace the controller.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 CFR Parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, Medtronic, or its employees that the device, Medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.